Event description:
Additional information was received from the patent. It was reported that the patient called in to connect communicator to the handset. Patient also reported previously reported symptoms. Agent reviewed general device use. Patient decided to decrease stimulation for the time being. Patient plans to follow up with hcp on the 9th of april.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient said that sometimes it feels like the implant is getting hot and radiating across their buttock area. Patient said this usually goes away but they don't know if this is normal for an implant. Patient mentioned when it happened it was like 2-3 hours because they were in bed trying to sleep and they couldn't sleep because it was a burning sensation. Patient got up the next morning and everything was fine. Patient then said probably about a week later it felt a little bit hot but it didn't last very long. Last night it was feeling like it was hot for about an hour and it radiated from where the implant was and radiates to the left side. Patient confirmed they have not had any falls or anything of that nature. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they have made a call in to the nurse and are waiting to hear back.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.